Event description:
It was reported that during an ileal-resection procedure, there were misformed staples. No further information is available. Procedure was completed with same like device. Reload only returning. (B)(4).

Manufacturer narrative:
(B)(4). The packaging records were reviewed and no anomalies were found.

Manufacturer narrative:
(B)(4). The analysis results found that 3 preformed staples and 1 formed staple were returned. Event described could not be confirmed as a device or cartridge was returned for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.